Event description:
During an anterior hip total joint replacement surgery, the tip "niblet" from the depuy importer broke off. Piece recovered and removed. This has happened previously (4x). Each time depuy has provided a new impactor instrument. Our depuy rep states his "company has been notified of this issue previously."